Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count (v-sic) equal to 13383.6 counts avg/day, in 81.52 days, between (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that the device recorded oversensing, but there was a gap in the data which presented as invalid data measurements. The device is still in use. No patient complications have been reported as a result of this event.